Manufacturer narrative:
File has been reviewed and initial medwatch has been submitted. Should additional information becomes available, this file will be updated accordingly.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/7/2022. Additional b5 narrative: it was reported that the patient underwent removal surgery on 5/3/2013 due to recurrent ventral hernia, infection. It was reported that the patient experienced severe abdominal pain.

Manufacturer narrative:
Date sent to the FDA: 4/13/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.